Event description:
Reporter states, upon inspection of the device prior to being sent to the hosp. It was noticed the posterior aspect of the trial was broken off and found to be unstable. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.